Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Due to blood glucose values being 400 mg/dl, the continuous glucose monitor only read "hi", limiting the ability to use the "use sensor" option for a correction. To treat the issue, the patient manually entered blood glucose values into the bolus calculator, and correction was delivered.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked, however, the exposed portion of the soft cannula was observed to be torn on both the left and right sides. The pod data indicated no struggle to deliver insulin.